Event description:
Customer reported that the battery will not take a charge. Charger's fault led lights when battery is installed. No adverse event reported.

Manufacturer narrative:
Reported complaint of battery will not take charge was confirmed. Battery was tested in different chargers with the same result. Battery was scrapped. No adverse event reported.